Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported, left "valve delaminated from shell". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "valve delaminated from shell". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/delamination: observed a delamination total of the valve (adhesive failure) additional observations: crease flat observed on the device. No further actions are required as the device was implanted.